Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt said they were electrocuted at work 2 years ago and that did something to the ins. Pt said after they were electrocuted, all of a sudden the ins turned on to max for 15 minutes and eventually turned off. Pt said the ins hadn't been on or used since. Pt then said they were having 2 mris on the 30th of their neck and lower back. Pt said mris were for their new workers comp case from the electrocution - pt said they were going to need to replace the ins through the new workers comp, so they needed the mris. The patient was redirected to their healthcare provider to further address the issue.